Event description:
Sure-t infusion set that is used with medtronic's insulin pump (530g) stopped working. Pt experienced high blood sugars. I have reported approximately 100 product complaints over a two year period to medtronic where the infusion set has stopped working. I have asked for a call to discuss my son's experience and explain in detail what is occurring. Medtronic is not interested in understanding pt experience and in some instances doesn't even want to take a product complaint. They have no interest in investigation the continuing failure of their infusion sets and despite repeated requests to understand the investigation, discuss patient experience, etc., I have never been contacted by medtronic so that I could assist them in driving to root cause and implementing appropriate capas. Medtronic doesn't take product quality complaints seriously and I hope that the FDA looks into the continuing failures associated with medtronic's infusion sets.